Event description:
It was reported that the patient presented via merlin.net transmission. There was intermittent undersensing noted on confirm device, which resulted in several inappropriate pause episodes. Programming changes were suggested and the changes were made. There were no adverse consequences to the patient.